Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6). Product type accessory product ID a820, serial# unknown, product type software product ID a820, serial# unknown, product type software product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration: 4 mg/ml, dose rate: 4,0015 mg/day) and bupivacaine (concentration: 20 mg/ml, dose rate: 20 ,008 mg/day) as of (B)(6) 2024 via an implantable pump. It was reported that incomplete data retrieval would occur with using the myptm and communicator. The patient was sometimes able to get a bolus and sometimes data was able to be retrieved from the pump. Retrieving pump parameters would however stop at 90%. Factors that may have led or contributed to the issue was indicated as not applicable. The communication manager version being used was 1.0.828. The myptm application version being used was 2.0.1700. Actions taken to resolve the issue included myptm replacement. The issue was resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024. The device was to be returned to the manufacturer. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.